Event description:
Per report, during a transfemoral approach transcatheter aortic valve replacement (tavr) procedure, a second sapien valve was deployed after the embolization to the ventricle of the first sapien valve. The embolized valve was retrieved by ascending aortic approach by crossing through the second sapien valve already deployed in the aortic annulus. Both valves were explanted. Summary of the case: the patient became hypotensive during the sapien valve positioning and multiple pacing runs. The 23mm valve was deployed in the native aortic annulus. The patient did not recover after the valve deployment and required CPR and cbp was initiated. A 2nd sapien 23mm valve was prepped due to severe aortic insufficiency (ai). Upon advancement of 2nd valve, the first valve embolized into the ventricle. A 2nd sapien valve was then deployed in the annulus. The decision was made to retrieve the embolized 1st valve through an open chest ascending aortic approach. During the retrieval, the 2nd valve was damaged. It was decided to explant this second valve and perform an open avr. The patient left the room alive.

Manufacturer narrative:
Additional information provided by the company representative: it was not clear why the first valve moved aortic during deployment. However, this patient's aorta was very tortuous, and there was a lot of tension stored on the delivery system while positioning the valve. Because of this, the physician had a difficult time trying to keep the device stable during the first valve positioning, which may have affected the final position of the valve. After the first valve embolized to the ventricle, the second valve was deployed in the aortic annulus. The ascending aorta was accessed through a sternotomy, and the physician crossed the second valve with his instruments to reach the embolized valve. The physician thought that the 2nd valve may have been damaged by his instruments while trying to retrieve the embolized valve through the 2nd valve. He decided that it was better to explant the 2nd valve and perform a surgical aortic valve replacement . The sinotubular junction (stj) was not narrow and had mild calcification. There was moderate aortic valve and leaflet calcification, mild aortic root calcification, and the ejection fraction was 50%. It was reported that there was a good image intensifier angle and fair coaxial alignment of the valve and delivery system with respect of the aortic annulus. The valve was positioned 60:40 aortic prior to deployment, with a final position of 80:20 aortic. The balloon inflation and the ventilation were held per the recommendations and there was no loss of pacing capture during deployment. A 21mm surgical bioprosthesis was implanted during the avr procedure. Per the sapien valve instructions for use (IFU) warnings, and the thv training guide, structural valve deterioration and device explants are a potential risk associated with the use of the bioprosthesis. In this case it could not be confirmed the reported damage caused to the sapien valve, as there were no images available of the event. However, per report, the second valve was explanted at the physician's discretion as a preventive measure taken in lieu of the patient's safety. In the physician's opinion, he may have altered the proper function of the bioprosthesis by crossing the bioprosthesis with his surgical instruments while trying to reach and retrieve the embolized valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference complaint (B)(4): manufacturer report no. 2015691-2012-18440.